Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, three balloon catheters were not inflating. There was no reported injury to the patient. This record is for the 1st iab used.

Manufacturer narrative:
Additional information sex - female date of birth - 04/13/1944 age at time of event/age units(patient) - 76 years weight - 76kg. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, three balloon catheters were not inflating. There was no reported injury to the patient. This record is for the 1st iab used.

Event description:
It was reported during intra-aortic balloon (iab) therapy, three balloon catheters were not inflating. There was no reported injury to the patient. This record is for the 1st iab used.

Manufacturer narrative:
Additional information: section d - serial# from: unknown. To: (B)(6). Section h - device evaluated by mfg? From: no. To: yes. The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The extracorporeal was returned connected to the y-fitting with the one way valve attached. A visual examination of the returned product was performed and no kinks or breaks were observed. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The technician used a laboratory 0.025" guidewire to go through the inner lumen of the returned iab and the inner lumen was clear. The one-way valve was vacuum tested and it held vacuum. A pump test was performed on the cs300 pump, and no alarm was sounded, the iab passed all tests. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Per complaint handling procedure, 01-061, this complaint did not meet the requirements for escalation to hhe or crf. Reference complaint #(B)(4).

Manufacturer narrative:
Updated sections - date of this report, device available for eval, return to manufacture date, date received by mfg,type of report,mfg follow-up #, if follow-up, what type, device evaluated by mfg, device not eval provide code, evaluation method codes , evaluation result codes , evaluation conclusion codes , addtl mfg narrative/corr. Data. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, three balloon catheters were not inflating. There was no reported injury to the patient. This record is for the 1st iab used.